Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate therapy due to oversensing lead noise. A gradual increase in pacing lead impedance and declined sensing amplitude were observed. The lead was partial removed using a spectranetics laser. A cap was not used to cover the lead. The patient will continue to be monitored.